Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
"It was reported that the patient had the pump implanted two weeks ago prior to the day previous to the date of this report." The patient was healing nicely and the pain pump was doing ¿some good¿ for the pain the patient had in her upper neck; the c0 and c1 joint had been crushed on the right side and it triggered migraines. The patient reportedly still got migraines every ¿now and then¿. It was reported that the health care provider (hcp) stated they probably needed to increase the dosage and the patient went into the hcp¿s office a week after implant and the dosage was then increased. The dosage was then increased ¿a little bit more¿ to be more aggressive to try to help the patient. As a result of increasing the dosage however, the patient¿s bladder ¿didn¿t like it¿ and it ¿wouldn¿t function¿ and as a result, the patient had to be catheterized. This hadn¿t happened immediately after the increase in dosage, it was a gradual change. The patient was still able to urinate but the patient would sit there for fifteen to twenty minutes and couldn¿t empty her bladder all the way. The patient had gone to the ER (emergency room) on (B)(6) 2014 to be catheterized. At the ER, the patient had over a liter of fluid pulled out. As a result, the hcp moved the patient¿s dosage ¿back to the baseline¿. They were also reportedly going to try to remove the catheter as quick as they could. The catheter had been in for ¿five or six¿ days now. When asked what the dose and concentrations were during the periods the patient had the issues, it was reported ¿we were at the baseline initial dose .5 or .05 and then they went to .75¿. The reporter believed .75 was when the patient was having the issues. The current dose and concentration were ¿back to where it was at .5 or .05¿. The patient following going to the ER was told to leave the catheter in for ¿about four or five days¿ and to go back to their managing hcp to have the catheter removed. The patient¿s pain hcp; however, stated they didn¿t do that and the patient was told she had to go to her primary hcp to have it removed. So then, the patient went to their primary hcp and that hcp stated she could remove the catheter but the hcp wasn¿t sure if the patient would be able to go to the bathroom yet. The hcp then stated she would send the patient to urologist instead and he could pull it and could show the patient how to catheterize herself. On the morning of the date of this report, the urologist called and said it was a three day weekend, so he didn¿t want to remove it but the patient could still come in and discuss it. It was reported the patient couldn¿t have her pain medication increased because they couldn¿t see if her bladder was working yet. As a result, the patient had to wait another four days. The patient had an appointment on (B)(6) 2014 with her managing hcp. It was also reported ¿he could lose two weeks where patient has to take extra pain medicine because they can't get anyone to help them with patient¿s bladder." The patient was provided with a personal therapy manager (ptm) so the patient could provide herself a bolus. The hcp however had told the patient to not use it currently due to the patient¿s issues. It was then noted however when the hcp¿s nurse gave the patient the ptm, the nurse told the patient to use the bolus when the patient was in pain. The reporter wanted a second hcp¿s opinion and to see if he could find a managing hcp that was ¿more hands on¿. No further information was provided. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.